Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/30/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion will not close fully. The loaded suture will not pass through the tissue. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged ar-13999mf, fastpass scorpion, batch number 15254600, was received for investigation. Functional testing was performed and found that the device works as intended, and the needle was able to fire through. Visual inspection noted no problems with the device. No problem found.